Event description:
Reporter writes: "malfunction & bent tmj christensen emminence fossa prosthesis (left). It does not function. Shortly after surgery, for 1 mo approx, I heard squealing, scraping, loud metallic sounds. But my jaw never had translation (forward or lateral movement). In that month, the prosthesis bent to the right. All the while, no normal movement, causing pain in tmj, muscle spasm, can't chew, headache & burning in ear. My jaw is locked and I am in constant pain. I have gone round and round with the doctor to fix the left side. Even my physical therapist has reported verbally and in writing that the left side prosthesis does not function. Since the FDA took christian off line, the doctor has dragged their feet, tried "mobilization" procedures that are laughable. Anything but retrieve the prosthesis. I cannot go round and round suffering when the surgeon just seems to care more about covering up for christensen then alleviating my misery. So I am seeking help from another oral surgeon. Christensen is supposed to provide pt support & follow-up but it is window dressing. They need to replace this bad prosthesis. I am in pain & my face shows the evidence. The prosthesis is bent. Left earaches & left side cheek pain. Note - the implanting dr was 1 of christensen's "study centers".

Event description:
Add'l info rec'd from MFR 6/14/00: investigation of the complaint reveals the pt's complaints are more related to the disease progression due to multiple surgeries. At this time, the device remains implanted. Based on this investigation, there is no indication to reasonably suggest that this device caused or contributed to the alleged event.